Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump was intermittently not calculating the bolus amounts correctly, starting around (B)(6) 2016. Customer support walked reporter through entering a bolus through ezcarb and pump did calculate bolus amount correctly. Reporter again claimed it is intermittent issue. Patient had a blood glucose of 500 mg/dl with nausea and vomiting. This complaint is being reported as the patient experienced hyperglycemia related to the alleged calculation issue.